Manufacturer narrative:
The lot number of the device could not be conclusively determined. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross connect for laac was selected for use. It has been mentioned that wire was put up the superior vena cava and during an attempt to backload the dilator over the wire, the wire had an insulation break that would not let the dilator advance up the wire. The procedure was completed using different device (same wire). No patient complications occurred. The product is not expected to return as disposed.